Event description:
The technician reported the head right brake caster is not holding. The bed is located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician stated issue was found in a between patient inspection and the head right brake caster not holding was most likely due to normal wear and tear. The technician replaced the head right brake caster to resolve the issue. Based on this information, no further action is required.